Manufacturer narrative:
(B)(4), 2013. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf crt models approved under (B)(4). Analysis is pending.

Event description:
High atrial lead impedance (3000 ohms) has been observed. Preliminary analysis confirmed a gradual phenomenon (increase of the atrial impedance), appearing shortly after the follow-up dated (B)(4), 2013. Recommendations have been sent (re-intervention should be evaluated by the physician to check proper operation and proper connection of the atrial lead). No information was received about the atrial lead (type and serial number).